Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence. It was reported that the patient underwent implantation of sparc on (B)(6) 2005. It was reported that the patient underwent anterior repair with perigee posterior repair with elevate due to severe pelvic organ prolapse on (B)(6) 2009. No additional information was provided. (B)(4).